Manufacturer narrative:
One sample and photo received by our quality team for investigation. Through visual inspection, damaged hub was observed. Functional testing was performed, leak is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on our quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in needle hub had a hole, was cracked / damaged. The following information was provided by the initial reporter translated from portuguese to english: 40x12 needle - hole in the cannon. Event details: quantity identified with deviation: 1. At what point was the occurrence with the product identified (before starting the procedure, during the handling of the product by the professional/user, during use on the patient or after use on the patient)? Before starting the procedure was there any harm to the patient, health professional, user or other? (Please provide details): there was no damage was there a need for medical and/or surgical intervention due to the event (imaging tests, surgery, medication administration, etc.)? (Enter details): no intervention required inform if the sample that presented the deviation is available for analysis: yes. Product details: product name: 40x12 needle, catalogue number: I don't know the information, batch/serial number: (B)(6). Additional info received. Oct 23.2024. Provide the catalog number of the affected product. I don't know the information. Confirm the batch number. 4059798. Could you share the photos of the samples related to this event? Yes.